Event description:
It was reported that the controller exhibited an unexpected loss of power and the ventricular assist device ventricular assist device (vad) exhibited two low flow alarms. The vad and controller remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. This information was received from the apogee us clinical study. Concomitant medical products: 694765 lead implanted (B)(6) 2011 additional products: brand name: heartware ventricular assist system ¿ controller 2.0, model #: 1420/ catalog #: 1420/ expiration date: 30-nov-2019-11-30 / serial #: (B)(4) UDI #: (B)(4), device available for evaluation: no, device evaluated by MFR: no, device evaluation anticipated, but not yet begun, mfg date: 27-nov-2018, labeled for single use: no (B)(4).. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
### A supplemental report is being submitted for device evaluation. Product event summary: the pump (hw40964) and the controller (con404790) were not returned for evaluation. Log file analysis revealed several intermittent decreases in estimated flows within the analyzed period and two (2) low flow alarms were logged since 17/jan/2022. Log file analysis also revealed eleven (11) controller power up events were logged between (B)(6) 2019 and (B)(6) 2020. Several momentary disconnections were recorded leading up to some losses of power; the events leading up to the first loss of power could not be confirmed since the data log files did not cover the associated date. The controller was without power for an average of 26 seconds per loss of power. As result, the reported low flow and loss of power events were confirmed. Based on the available information available, the device may have caused or contributed to the reported low flow event. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow can nula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. There is no evidence that the lubrication servicing was performed on the associated power sources. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 is investigating controller losses of power. CAPA pr00389403 investigated momentary disconnections prior to lubrication servicing. Even though this CAPA is closed, con404790 fall within the bounds of this CAPA. Additional products: d4: expiration date: 30-nov-2019 / serial #: (B)(6) h3: yes h6: img code(s): g0403401 h6: FDA method code(s): b15, b17 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d01, d15 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. ### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.